Manufacturer narrative:
Internal report reference number: (B)(4). Meter and expired test strips were returned. Reported defect not reproduced on returned meter. Strip evaluation not performed as strips are expired. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi. Customer stated he ate a cookie and ran his blood with expired test strips and obtained hi. The customer¿s expected am fasting blood glucose test result range is 80-160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strips are expired: manufacturer¿s expiration date is 08/18/2021 and open vial date was nor provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history.